Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluated this unit and was able to reproduce the reported issue. The stm, replaced the batteries and performed full functional and safety tests per factory specifications. The iabp was then returned to customer and cleared for clinical use. Full event site name: (B)(6) hospital.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the battery run time test during test performed by the customer. There was no patient involvement and no adverse event was reported.